Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not charged her ipg in several months. Subsequently, the pt underwent surgical intervention where her ipg was removed and replaced with another model. No additional info is known at this time.